Event description:
It was reported that t:slim x2 pump battery would not charge and caller noted power source alert in pump history. There was no reported impact to the customer¿s blood glucose level. Caller confirmed use of tandem charging cable, wall adapter, and working outlet, and after leaving pump connected for at least 30 minutes, pump began charging and did not shut down, so no further assistance was required.